Event description:
It has been reported that a revision surgery was performed because right knee components were implanted in the left knee. We received limited information initially, and no additional information has been provided at this time.